Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12 july 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and would not turn on. A technical support specialist checked remote support service (rss) and confirmed that the device was online. The tss advised the customer to unplug and replug the power cable, after which the station rebooted successfully and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had black screen and unable to turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.